Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 29 mmol/l (522 mg/dl) after the insulin delivery stopped due to an automated delivery restricted error. Symptoms reported include dizziness, fatigue and trouble walking. The patient was able to reconnect the pod and controller at the ER and bgs began dropping without receiving treatment while at the ER. The patient was discharged after 4 hours.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found three instances of an automated delivery restriction (adr) alert being generated on the date of occurrence. The patient history buffer (phb) data showed that each automated delivery restriction alert was correctly generated after the algorithm suggested the maximum amount of insulin for too long. All three adr alerts were acknowledged by the user, putting the system into manual mode before the user switched the system mode back to automated each time. The phb data showed that, on the date of occurrence, the automated algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. The investigation found no issues with system's ability to deliver insulin as intended.